Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found 4 increased intraperitoneal volume (iipv) events. This is report 4 of 4 which occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 5384ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be insufficient drain: false empty detect and use error: initial drain alarm setting inappropriately programmed. The patient?s fill volume was 2200ml. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). On 03 feb 2011, baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) and provided the results of the evaluation. The pd rn stated she was not aware of any patient symptoms around the time of the incident and stated the patient had been on hemodialysis for quite some time and was continuing hemodialysis currently.